Event description:
This device was explanted during a lead revision procedure as an external rescue shock had been delivered during dft testing at 36 joules and device telemetry could not be re-established. This device was then exchanged in this setting. This device was interrogated upon return to biotronik with supportive documentation in file.